Event description:
The customer was hospitalized for high blood glucose and ketoacidosis. It was reported that the customer's pump had a blank display, which prevented troubleshooting.

Manufacturer narrative:
Final analysis revealed that the device had a motor error alarm during occlusion test due to a defective force sensor, which prevented to complete the occlusion test. In addition, the pump was programmed and monitored, no blank display was noted. Unit passed self-test.